Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the centrifugal console had a loss of revolutions per minute (rpm's) on the motor control. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.